Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During a pvi procedure, when the tacticath se ablation catheter was introduced, the catheter moved erratically, big fast movements even though the ablation catheter was completely still in the lspv. Collecting voxels were far outside the geometry of the la and there was no error message. Various troubleshooting actions were tried: power cycling the tactisys, ampere, new respiration compensation, reinstall catheter presets with no resolution. A new ablation catheter was used, which resolved the issue. The procedure was completed with no adverse consequences to the patient.